Event description:
It was reported that the left ventricular (lv) had previously been programmed off due to phrenic nerve stimulation from high outputs. At the time of the generator changeout the physician noted that the patient was no longer indicated for the lv lead as the patient now has a narrow qrs. Therefore, the lv lead was abandoned and capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implanted: (B)(6) 2007; 693158 lead, implanted: (B)(6) 2007. (B)(4).